Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after repeatedly being shocked. Upon interrogation it was noted that the patient received inappropriate high voltage therapy due to the right ventricular lead sensing atrial fibrillation episodes. Chest x-ray confirmed the lead had dislodged and pulled into atrium. Under-sensing and loss of ventricular capture were also observed. The lead was temporarily deactivated, and later explanted and replaced. The patient was stable.